Manufacturer narrative:
The customer reported that a bedside monitor is not connecting to the network. The customer stated that they're getting communication loss. According to the customer, they can see the patient's vitals on the bedside monitor, but not on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a bedside monitor has communication loss, they can see the patient's vitals on the bedside monitor, but not on the central nurse's station (cns).